Event description:
207 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a non q-wave myocardial infarction and a stent thrombosis which resulted in a re-intervention of the target vessel.the index procedure identified and treated one target lesion. The target lesion was 99% stenosed, mildly calcified, b2-type, de novo lesion located in the mid left anterior descending (lad) vessel. The lesion was 3.2mm in diameter, 28mm in length and was limited to timi-1 flow. The physician pre-dilated the lesion at 13.3 atms which reduced the lesion stenosed to 30%. The physician followed with a taxus express2 3.00x32mm stent at 15.1 atms. The stent was not posted dilated. The results were 0% stenosis with timi-3 flow. It was also reported that there was a side branch event as a result of the procedure. The ostium of the 2nd diagonal vessel was pinched. The patient was discharged the following day. It was reported that 207 days after the index procedure, the patient suffered a non q-wave myocardial infarction (mi) and a stent thrombosis which required a re-intervention of the stent treated lad. The mi was confirmed by cardiac enzymes. The patient's troponin level was 4.33 u/l. The stent thrombosis and the mi were treated with balloon angioplasty, thrombectomy, and placement of a cordis cypher stent. The patient was discharged four days following the re-intervention. The relationship of the device to the mi, the stent thrombosis and the re-intervention is "probable".